Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen. There were numerous kinks throughout the hypotube. The midshaft was separated at the guidewire exit notch. The shaft was necked-down and stretched 3mm in length 5mm distal of the guidewire exit notch. The shaft was stretched and buckled 6.5mm from the distal end. The distal end of the device was not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. A 15mm x 3.50mm nc quantum apex balloon catheter was selected to dilate the lesion. During the procedure, the catheter "ripped" and the tip detached. Attempts to snare the detached portion were unsuccessful. A stent was implanted over the detached portion that was stuck in the vessel. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that tip detachment occurred. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. During the procedure, the catheter "ripped" and the tip detached. Attempts to snare the detached portion were unsuccessful. A stent was implanted over the detached portion that was stuck in the vessel. No further patient complications were reported and the patient's status was fine.